Event description:
The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ventricle output connector is broken. Analysis also found the upper and lower cases are broken. Ring cover, both bail covers, ring, both bails, and battery drawer o-ring are missing. Battery contacts are compressed, the keyboard is scratched, and serial number label is damaged. (B)(4).